Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of the patient being found unresponsive could not be conclusively established through this evaluation. The report of the ventricular assist device (vad) being disconnected could not be confirmed through review of the available log file data, and a specific cause for the reported events could not be conclusively determined. Review of the submitted log files confirmed multiple instances of no external power with the associated alarms active on (B)(6) 2025. The no external power events appeared to be associated with loss of external power while the device was connected to the mobile power unit (mpu) as well as double power cable disconnect events; refer to the mpu and controller investigations regarding these findings. In each instance, the emergency backup battery powered the device until external power was returned. It was also noted that the controller and left ventricular assist device (lvad) timestamps were invalid, indicating that the lvad would have stopped; however, the events associated with the lvad stop were not recorded in the available log file data, and a specific cause for this finding could not be conclusively determined. Intermittent low flow alarms were also captured on (B)(6) 2025; however, a specific cause for these findings could not be conclusively determined. In the available log file data, the system appeared to be operating as intended at the set speed, and there were no other notable alarms. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 1 of the IFU also provides an explanation of all pump parameters, including power and flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive at home with their ventricular assist device (vad) unplugged and they were brought to the hospital. They were in the intensive care unit (ICU) and were likely actively dying. Log files were sent for review, and the event log captured constant system controller clock corrupt events throughout the log files. Once power was restored, the system controller timestamp defaulted to (B)(6) 2000. The timestamp showed (B)(6) 2000 meaning this event likely occurred 30 days prior. There were multiple low voltage hazards/no external power events while using the mobile power unit (mpu). In every case, the mpu lost total power enabling the backup battery (ebb) in the system controller until power was restored to the mpu. These were all brief instances lasting between 10 seconds and 15 seconds with no interruption in pump support. The system controller clock was synced in the last events of the log file.